Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown, cup-unknown; unknown-unknown, head-unknown; unknown-unknown, stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 03500, 0001825034 - 2020 - 03501, 0001825034 - 2020 - 03502. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.: product remains implanted.

Event description:
It was reported the patient is being considered for a revision surgery approximately 23 years post implantation due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with polyethylene wear of the acetabular cup. Supplied photos show a cup, liner and modular head. Liner appears worn and damaged. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a hip revision approximately 23 years post implantation due to poly wear and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.